Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). There was patient harm. However, it is unknown how the patient was harmed. Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device was taking skin irregularly and subsequently it caused harm/damage to patient. The event occurred during surgery. There was a 30 minute delay to change devices. No additional consequences have been reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI - (B)(4). The device history record (DHR) review for air dermatome, serial number (B)(6), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Product review of the air dermatome by zimmer biomet surgical on august 12, 2019 revealed the calibration and motor speed were both in specification. The control bar was also in the correct position. The device was operating properly. Repair of the air dermatome was performed by zimmer biomet surgical on august 12, 2019 which included preventative replacement of the thickness lever and bearings for a smoother operation. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was unable to be reproduced during evaluation. The technician replaced the thickness lever and bearings preventatively for a smoother operation only. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.